Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the atrial and ventricular leads dislodged. The leads were explanted and replaced. No patient complications were reported as a result of this event.